Manufacturer narrative:
Device evaluation: returned device was received cracked and leaking tank cover. Crack in the enclosure near the drain fitting. Wear and tear damaged front cover, line cord, plate clip, and pole clamp. During the evaluation of the device it was found taht the leaks in the tank cover were caused by cracks around the screw holes. The customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was leaking from the reservoir cover. No patient involvement.